Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system would not fully boot up. Upon troubleshooting, the fse reviewed the error log and found software-related issues. Attempts were made to reload the x-ray pc and the suite pc individually, but neither attempt was successful. A subsequent attempt to load the full system software also failed. However, the process was successful when the software was reloaded via the control room. The backup and database were then restored, and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not boot up fully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.